Manufacturer narrative:
Smith medical asd, inc. Is unable to fully evaluate this report. The user facility disposed of the set that was used during the infusion of blood. In addition, no lot number was obtained for the device history research. The user facility reported that the user did not check the connections during setup of the tubing, nor was the cap tightened at all. This is regular standard of care practice and the hospital will address staff specifically emphasizing they secure all tubing connections during setup.

Event description:
User alleges that the cap on the injection site, above the heat exchanger, blew off and blood was ejected on the floor and personnel. There was no injury to pt or clinician reported. Smiths medical asd, inc. Complaint no. (B)(4).